Manufacturer narrative:
The pump was received with no esc or act button response due to a flattened button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that battery was removed from insulin pump due to alarm. It was reported that buttons were not responding. Customer's blood glucose was not reported. Insulin pump would be replaced.